Event description:
The pt called lfs alleging that their fasttake meter was prompting error 2. The pt neither alleged harm nor experienced injury or medical intervention. They contacted their physician and were advised to call for a replacement. The pt replaced the battery and the meter would only prompt the error message. The customer svc rep walked pt through retesting and the meter only prompted the error message. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.